Event description:
Customer states they run a thyroid panel which includes tsh, free t3 and free t4. The tsh is run on both the cobas 6000 and their e411. Customer states when they run the tsh on the e411 first, and then put that sample on the cobas 6000, the lis system assigns the tsh result incorrectly to the ft3 assay. Said the issue had been occurring beginning in 2009, they discovered it about 2 months later and corrected it. For example, one sample, run on the cobas 6000, gave tsh result of 0.435 and free t3 result of 3.13. This lis system had result of 3.13 for tsh and 3.1 for free t3 from the e411. Customer states two pts were treated as a result of this application code issue, dates of testing for these pts are unk. One pt had their medication dosage increased and another pt had their medication dosage decreased due to the lis results. She said the remainder of the pts involved were not treated. No additional info was provided regarding the pts.

Manufacturer narrative:
The results generated and sent to the instrument manager from both analyzers were correct. The instrument manager sent the correct values to the lis. The lis was not configured appropriately. It is the responsibility of the lis to determine the analyzers identification from the astm string or to use unique application upload codes. The solution at this account was to upload a unique code for tsh when a tsh is run on the e411 analyzer.